Event description:
It was reported that this right ventricular lead was successfully explanted due to exhibiting noise. Another lead was implanted instead. No further adverse effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Event description:
It was reported that this right ventricular lead was successfully explanted due to exhibiting noise. Another lead was implanted instead. No further adverse effects were reported.